Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that they were checking on leads and header configuration. Plan was for a lead extraction for an unknown reason at this time. The physician was dr. (B)6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).